Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a bypass of gastroenterostomy the jaws were articulated to the left with the anvil side was down and shavings as if the knife shaved the jaws occurred. The shavings were retrieved. Since the fire was made normally, the operation was continued. Last patient's status: good. No reinforcement material use in conjunction. Operating time not extended. No additional tissue resection or tissue damage: no bleeding.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload was fully fired. The reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned product as received by medtronic was found to meet specifications. Due to the presence of metal shavings received but a lack of physical evidence regarding the root cause of the shavings, the reported condition could not be reliably determined. A review of the device history record indicates this device lot number was released all medtronic quality release specifications at the time of manufacture.